Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that around 9:15am the patient developed low flow alarms with flows of 0.3 lpm after sitting in a chair for more than 3 hours. They experienced a headache, lightheadedness, and dizziness. The patient's mean arterial pressure (map) was in the 60s and their heart rate was 100. The decision was made to do a system controller exchange. The patient switched to their secondary controller. The secondary controller "did not work" and the pump did not turn on. No left ventricular assist device (lvad) hum was heard on chest. The patient's map dropped to the 50s. They remained awake and alert. The patient reported they felt lightheaded, dizzy, and developed a headache. The patient switched back to their primary controller. With epinephrine and albumin started, the patient's flows returned to 3-5 lpm. They patient was now hemodynamically stable with stable pump parameters with epinephrine off. At bedside the driveline was intact, the modular cable connection was tight, the power cables were intact, and the batteries were charged. Log files contained the onset of low flow hazard events on 18feb2024 between 9:16am - 9:19am just before the driveline was disconnected from the controller. During the event the log recorded a slightly increased motor power with low flow hazard alarms and internal motor instability faults. Log files from the secondary controller did not appear to contain any pump connection. The pump appeared to resume operation once reconnected to the primary controller on 18feb2023 at 9:21am. Pump MFR # 2916596-2024-01196.

Manufacturer narrative:
Section d4: UDI and catalog number corrected. Manufacturer's investigation conclusion: the reported event of the backup system controller not functioning as intended was not confirmed. The provided log file from the backup controller contained data from (B)(6) 2024, the controller was observed to have been powered on three times, however, the controller remained in charge mode throughout the log file. The controller being in charge mode indicates that the driveline was never connected to the backup controller. No other notable events were observed. Provided information indicated that the patient was switched back to their primary system controller without issue and was in stable condition. The backup system controller (serial number (B)(6) was not returned for analysis. Questions regarding the event and the controller were asked multiple times and no responses were received, and available information for this event suggests that the backup system controller remains in use. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6) , showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users on how to properly power on and connect the driveline to the system controller. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.